Event description:
It was reported that product performance data was reviewed and classified as inappropriate detection and far field r-wave (ffrw) oversensing in the right atrial (ra) lead. The device and right atrial (ra) lead remain in use. The patient was enrolled in the indicate hf clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 implantable tachy lead, (B)(6) 2004; 2187-85 competitor implantable pacing lead, (B)(6) 2004. (B)(4).